Event description:
Reported as: "three days after initial lap-band system surgery, the patient presented to the hospital emergency room with complaints of difficulty breathing and could not walk. The patient was taken back to surgery and was found to be septic. The surgeon observed a small hole in the stomach at one of the anterior gastro gastric suture sites which was found to be pulled out. It is thought the patient might have been coughing a lot." The patient expired the following day. The surgeon does not believe the patient's death was device related. This event is being reported because allergan's approach is to resolve all doubts in favor of reporting.

Manufacturer narrative:
Taper ii. The product associated with this report will not be returned as it has not been explanted. Based upon the implant date provided by the reporter, the connector type is assumed to be a taper ii. No autopsy report is available from the surgeon, as no autopsy was done. Device labeling addresses the possible outcome of reported events as follows: caution...stomach perforation or damage may result. Stomach perforation may result in peritonitis and death. Infection can occur in the immediate post-operative period or years after insertion of the device. In the presence of infection or contamination, removal of the device is indicated. Laparoscopic or laparotomic placement of the lap-band system is major surgery and death can occur.